Event description:
Information was received that during the implant procedure the hospital did not have the right s-guide for the nail. The nail was cleaned and saved for implant a few days later. Before implanting the nail again, it was tested with the fast distractor and it would not distract. A new nail was used and the surgery was successfully completed.

Manufacturer narrative:
Device has not been returned for evaluation and no additional information has been provided. The root cause is unable to be determined at this time.

Event description:
Mo additional information has been provided.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and visual and functional testing was performed. Visual inspection revealed no damage to the device. Functional testing was performed and the device passed all tests. The reported event of failure to distract was unable to be confirmed as the device functioned as intended. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all of the required inspections before shipment.